Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional reported that the patient had leg weakness and left foot drop. There was a suspected problem with the device or therapy and the change in therapy or symptoms was gradual since implant. The indication for use was non-malignant pain. No device issues reported. If additional information is received a follow-up report will be sent.